Event description:
As reported by the user facility: nurse primed tubing and connected to patient. Programmed for rate of 340 ml/hr for a total volume of 510 ml to tbi. Nurse started infusion, left patient only to be called 30 minutes later by the patient who indicated nothing was infused. Nurse found the pump not running or alarming. MFR ref # 9610825-2014-00005.